Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during a diagnostic procedure, the subject device did not present an image. Subject device was able to take images up to the 18th image, and it was no longer able to take an image even pressing the release button. The phenomenon was resolved by turning off the main power and restarting the system. The physician determined that there was no problem with its use, so it was continued to be used, and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.